Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). The philips service engineer (se) inspected the device. The se replaced the power management printed circuit board assembly (pcba). The ventilator passed all testing.

Event description:
It was reported that the ventilator had a primary alarm failed error code and no alarm sounded at the time of the event. There was no patient involvement. The event date was not specified; estimate used.